Manufacturer narrative:
This follow-up report represents corrected info that has been discovered during the product complaint investigation. It has been proven that the original component number given to us from the surgeon was incorrect as well as the lot number. The corrected info is reflected is this report.

Event description:
An implant has fractured. Pt injury has not been reported.